Event description:
The tear away sheath on the 8 french x 14 cm peel-away introducer did not completely tear away during the insertion of a triple lumen 7 french x 20 cm cook catheter. Due to the even nature of the separation and the fact that the remaining portion of the sleeved removed over the catheter until it was removed. At the time of removal, the sheath came loose and was later identified as a foreign body in the right ventricle. A cardiac cath was required to snare and remove approximately 7 cm portion of the sheath from the patient's right ventricle. Other than the need for the cardiac cath the patient was not injured.